Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced irritation and swelling at sensor patch adhesion site. Patient sought medical intervention on (B)(6) 2014 and was prescribed a steroid cream. Patient was advised to monitor irritation. At the time of contact with dexcom technical support, patient was fine, affected area had improved, and no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).